Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 'hi' (> 500 mg/dl) while experiencing symptoms of sweating, weakness, shaking, headache, and fatigue. A third-party treated customer with sugar and glucose syrup, then called emergency services who advised third-party to continue to provide customer sugar. There was no report of death or permanent injury associated with this event. The customer provided comparison of 'hi' from sensor against 26 mg/dl and 70 mg/dl from reader's built-in meter. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Extended investigation has been performed on the returned sensor, no issues observed. Cosmetic defect was observed on plug assembly, this did not contribute to the customers complaint as plug was seated correctly. All results were within specification. Accuracy test, poise voltage test and temperature were all tested within specifications, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 'hi' (> 500 mg/dl) while experiencing symptoms of sweating, weakness, shaking, headache, and fatigue. A third-party treated customer with sugar and glucose syrup, then called emergency services who advised third-party to continue to provide customer sugar. There was no report of death or permanent injury associated with this event. The customer provided comparison of 'hi' from sensor against 26 mg/dl and 70 mg/dl from reader's built-in meter. The results when plotted on a parkes error grid fall into the "e" zone, showing the difference in values to be clinically significant.